Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 82 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed limb ischemia in the impella inserted limb. As a result, the impella was removed.